Event description:
The user in (B)(6) reported an 'unknown issue' with the onetouch veriopro meter. There was no adverse event associated with this issue; however, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.